Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported "unknown error" as upstream occlusion alarms found in the event history log but could not reproduce these errors. The device passed all testing for occlusion detection and was found to be within specification. The alarms found in the history log could have represented true upstream occlusion alarms.

Event description:
It was reported that a spectrum infusion pump had an unknown malfunction. It was reported that there was no patient injury.